Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 13.0-13.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating of one rv conductor was abraded and melted at this location. External insulation abrasion was noted at 12.8-13.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating of one sensing conductor was abraded and the conductor was separated at this location. Internal insulation abrasion was noted at 36.2-37.5cm from the connector pin.

Event description:
It was reported that, the patient expired and the cause of death was unknown. Device interrogation revealed that the device was in backup vvi mode without defibrillation support. At a previous routine follow up, all the device measurements were normal and no device anomalies were observed. Physician does not allege that the device caused the death. No further information is available at this time.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 12.9-13.5cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact at this location. Internal insulation abrasion was noted at 36.2-37.5cm from the connector pin. No conductors were found at this location, due to damage sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.